Event description:
In (B)(6) 2014, I elected to have the essure implantation procedure. I was told by my doctor it was a better option than the tubal ligation (which is what I was asking for) because it was a minor procedure that could be done in his office, requiring zero healing time vs the tubal ligation which was a hospital procedure and required between four to six weeks healing time. I was assured by him it was completely safe and I could resume normal activity the next day. However, as soon as the surgical pain blockers wore off, I was in agony and remained in agony for days. I called by doctor multiple times and he just kept dismissing it and said I must just be extremely sensitive to pain and that it would go away soon. The pain eventually subsided, but, I became increasingly fatigued, had continuous headaches, my hair began to fall out in clumps and I suffered from abnormally heavy periods. All of which was dismissed by the doctor as symptoms of aging (I was only (B)(6) at the time). I also began to gain weight rapidly, became winded easily, my feet hurt when I walked, my ankles swelled, and was becoming increasingly depressed and easily agitated. In the spring of 2015 on the urging of my mother, I made an appointment with my pcp. She ran a full panel of blood work, and when the results came back, I was diagnosed with hypothyroidism with a tsh level of 28 (normal is .04 to 04.). Since my diagnosis I've been on levothyroxine. My levels have been stabilized down to a .03, but I have had very little relief in the symptom department. In that time I also had to have an additional surgery to address my heavy menstrual cycles called an ablation.